Manufacturer narrative:
One opened iii handpiece injector was returned for evaluation for the report of the injector plunger won't advance. A visual inspection was performed and was found to be conforming. There were signs of metal discoloration from sterilization; however no visual nonconformances related to the reported issue for the plunger not advancing. A functional thread to barrel engagement check was performed and was found to be conforming. The plunger was able to be advanced completely. A dimensional plunger position height check was performed and was found to be conforming. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there were no additional complaints associated with the lot for the reported issue. The handpiece injector was manufactured in april 2008. The returned sample was found to be functionally and dimensionally conforming, therefore the plunger won't advance as described in the complaint was not confirmed and a root cause cannot be determined for the complaint as described by the customer. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received reports the plunger would not advance.

Manufacturer narrative:
Evaluation summary: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported a defective handpiece. Patient impact and contact are unknown. Additional information was requested.